Manufacturer narrative:
Follow-up #1: date of submission 04/18/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/29/2017 with the following findings: there were multiple unexplained pump reboots observed in the black box. The battery compartment was cracked with corrosion observed in the battery compartment. The leak test failed due to the battery compartment leak. The battery cap was not returned, so a test cap was used and unable to tighten securely. The pump was run on a 24 hour basal program with no loss of power occurrences. The original complaint of no power could not be duplicated or confirmed. The pump was opened and no damage was found internally. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked with moisture inside. There was no indication that the product caused or contributed to an adverse event. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery.